Event description:
General report received of an unspecified number of undocumented incidents of backflow of fluid from the secondary solution containers into the primary solution containers. On unspecified dates, the primary tubing sets were being used to deliver unspecified medications via symbiq pumps. At unspecified time, the male adapter of unspecified secondary tubing sets were connected to the proximal clave y-site of the primary tubing sets for a piggyback deliveries of unspecified concentrations of doxorubicin, which is red in color. After unspecified lengths of times, the customer contact reported that the nurses noted backflow of red solution from the secondary solution containers into the primary solution containers there were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided, including if the tubing sets were replaced and the therapies were resumed.

Manufacturer narrative:
The customer indicated that the device were discarded. A representative device from an unspecified lot is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.